Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl (35 mcg/ml at 35 mcg) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient¿s pump was alarming. Interrogation of the pump found that the pump was empty. The empty reservoir alarm was occurring. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.